Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with pre-op diagnosis of spondylolisthesis, l5-s1. For which patient underwent lower midline retroperitoneal exposure of l5-s1 disk space and preparation for anterior diskectomy, instrumentation, and spinal fusion. And, later the following procedures: complete anterior diskectomy, l5-s1 interbody fusion with 12 x 16mm st titanium mesh. Partial corpectomy, l5. Left anterior iliac crest bone graft. Continuous intraoperative emg and ssep monitoring. Intra-op fluoroscopic guidance. Per op notes, trials were inserted, and a 12 x 16 mm implant was selected. The end caps were inserted into the cage. It was then packed with the patient's own bone mixed with bank bone. A large piece of rh-bmp2/acs was placed along the posterior annulus followed by the bone graft mixture. The cage was inserted under direct ap and lateral c-arm control. Small pieces of infuse and bone graft were placed on either side of the cage. A piece of rh-bmp2/acs was placed over the cage spanning from l5 to s1 and then followed with bone graft material. There were no apparent complications. The patient tolerated the procedure well. On (B)(6) 2009: the patient was discharged with stable condition. On (B)(6) 2009: the patient presented with pre-op diagnosis of deep wound infection. Examination of the wound revealed a large amount of serosanguineous fluid. There is a small amount of swelling, no obvious erythema or induration. For which patient underwent incision and drainage and open packing of lumbar wound. On (B)(6) 2009: the patient was discharged with stable condition. On (B)(6) 2009: patient presented for a two week post-op office visit with complaint of persistent left buttock pain which was there prior to his I<(>&<)>d and failed to improve. He also gets some radiation to the left anterior thigh, which is the same location and the same leg pain that he had prior to his anterior posterior fusion. Assessment: left buttock pain, restless leg sort of syndrome at night. On (B)(6) 2009: the patient reported complaint of intermittent leg pain in the left leg status post 2 month post-op. Radiographs obtained reveal everything to be in excellent alignment. On (B)(6) 2009: the patient reported complaint of pain in the left buttock and numbness over the right anterior thigh. On (B)(6) 2010: the patient being 6 month post-op reported of popping sensation in his lower lumbar spine. This was also associated on a transient basis with radicular pain into the left leg. Patient also experienced spasm in the paravertebral area. Assessment: rule out infection. On (B)(6) 2010: the patient underwent MRI of lumbar spine with and without contrast due to indication of low back pain, left leg pain, history of the lumbar surgery in (B)(6) 2009 and history of postoperative staph infection. Impressions: postoperative changes of l5-s1 translumbar interbody fusion. Subchondral edema and enhancement and enhancement along the lateral margins of the disc space adjacent to the interbody cage suspicious for possibility of discitis osteomyelitis. Residual postoperative reactive change was not excluded. No paravertebral or epidural collection or phlegmon. Mild right l5 neural foramen stenosis. Otherwise, no lumbar spinal stenosis. On (B)(6) 2010: the patient is 4 months post-op with dramatic improvement in his leg pain which was now entirely in the buttock at this point. On (B)(6) 2010: the patient presented with complaint of constant pain in core and in the left buttock area which occasionally go down the left leg. On (B)(6) 2010: the patient underwent MRI of lumbar spine with and without contrast due to pain and infection. Impression: anterior and posterior fusion at l5-s1. Minimal signal alteration along the endplate margins is present, likely reactive and less likely infectious. L3-l4 disc desiccation and minimal disc bulge. L4-l5 minimal right preforaminal protrusion. On (B)(6) 2010: the patient presented with complaint of left posterior leg pain with occasional right leg symptoms. Some foot numbness bilaterally and occasional arm paresthesias. Impression: pattern of findings is consistent with generalized peripheral neuropathy affecting both motor and sensory fibers. On (B)(6) 2010: patient presented with complaint of high level pain. Assessment: chronic left l5 radiculopathy with no evidence of ongoing neural compromise. Probable pseudoarthrosis l5-s1 due to a combination of his smoking history and the infection. On (B)(6) 2010: the patient underwent x-ray of lumbar spine with flexion and extension views. Prior fusion. Patient also underwent CT of lumbar spine without contrast. Impression: prior anterior and posterior fusion at l5-s1 secondary to congenital spondylolysis and spondylolisthesis. The fusion cage appears incorporated into the vertebral body endplates. 3.5 mm of residual anterolisthesis of l5 on s1. Mild diffuse disc bulging l4-l5. On (B)(6) 2010: patient presented with various studies for diagnostic analysis. There was no evidence of loosening of the construct. The emg showed both upper and lower motor and sensory loss, suspected to be secondary to a demyelinating process. On (B)(6) 2010: the patient reported of still having continued pain in his left leg, swelling in the lumbar spine on an intermittent basis. On (B)(6) 2010: the patient fell over the weekend and reported complaint of intermittent degrees of swelling in the lower lumbar spine. Patient also had the chronic peripheral radiculopathy of both a sensory and motor etiology. On (B)(6) 2010: the patient reported drainage from incision site via call. His incision was more swollen than usual, so he presented to the emergency room. Patient stated that the drainage from his incision was green or yellow in color and looked like pus. On (B)(6) 2010: the patient via phone conversation reported to experience continued swelling in the lumbar spine, nausea, fevers, and drainage. The emergency room said that his wound showed no drainage or swelling at this time. He is afebrile. On (B)(6) 2010: the patient underwent MRI of lumbar spine with and without contrast due to low back pain and left leg weakness. Impression: l no evidence for spinal stenosis or neural impingement status post l5-s1. Anterior and posterior fusion with expected postoperative changes. No change in l5-s1 grade 1 spondylolisthesis associated with the chronic spondylolysis better demonstrated on comparison CT on (B)(6) 2010. Stable appearance of l3-l4 degenerated disc without spinal stenosis. On (B)(6) 2010: the patient reported via telephone severe low back pain and bilateral leg numbness. Patient also developed a (B)(6) infection after surgery. On (B)(6) 2010: the patient presented with pre-op diagnosis of stitch abscess. For which the patient underwent incision and debridement of lumbar wound. The patient tolerated the procedure well and no patient complications were noted. On (B)(6) 2010: patient presented for a wound check. It had minimal drainage. He is afebrile. On (B)(6) 2011: the patient underwent MRI of lumbar spine with and without contrast due to history of low back pain, and radiculitis, radiculopathy, evaluate for disc herniation or spinal canal stenosis. Left hip and bilateral leg pain for 1-1/2 years, prior surgeries. Impression: stable l5-s1: pedicle screws at l5 and s1 with stable grade 1 spondylolisthesis, spondylolysis and disc space loss with discectomy changes and facet hypertrophy appreciated without focal disc herniation or protrusion. No new lesions identified and no evidence of spinal canal stenosis or fracture. (B)(6) 2011, (B)(6) 2012, (B)(6) 2013: the patient presented for a follow-up office visit for pain management. Patient complained of pain in the lower back and buttocks with radiation to the upper leg bilateral and lower left leg and described it as aching, burning, and shooting. Patient also complained of numbness in toes. For which patient had following diagnoses: chronic pain syndrome lumbar radiculopathy. Coccygodynia. Anxiety state, unspecified. Fibromyalgia. Failed back surgical syndrome. Insomnia, unspecified. Anxiety disorder. Insomnia. Mood disorder.